Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was multisystem organ failure, cardiogenic shock, and biventricular heart failure. The device operated as expected and the death was not considered to be device related. The device will not be returned for evaluation.